Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has t-wave oversensing (twos) noted on stored electrocardiograms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with syncope. An interrogation report of the implantable pulse generator (ipg) shows oversensing of the right ventricular (rv) lead with non-sustained ventricular tachycardia (vt) and sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the patient¿s syncope was not associated with any device or lead issue. The patient¿s syncope was addressed by the physician. There was no intervention performed for the rv lead oversensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.